Manufacturer narrative:
The investigation has been started since the complaint (ot#(B)(4)) was received, the following contents have been conducted: 1). Investigation at hospital . A. Getinge brazil field service engineer visited the hospital as planned, it¿s clarified with the hospital staff that the reported ceiling cover is in good condition, not any broken. No any injury was reported. B. The ceiling cover has been re-installed by hospital directly after incident, and the pendant had been released for clinical use. Fse checked the pendant status, there is no any abnormal indicated, based on the situation, fse state no further investigation could be performed. C. Fse checked other all ceiling cover of this hospital, no similar problem was observed. 2) investigation at getinge suzhou . A. The DHR(device history record) of the pendant was reviewed, no material or manufacture abnormality relevant to ceiling cover was observed. B. The complaint history record has been reviewed and no feedback relevant to the reported pendant during installation or use was received. C. The pedant was designed and evaluated according to iec 60601-1 requirements. The design of ceiling cover was demonstrated robust from the verification test result. D. The IFU(instructions for use) of moduevo (IFU 009001001 en 12 2022-12-20), point 7.3 ¿ inspection & maintenance¿ message has stated that ¿ in order to ensure the operational safety of the product, an inspection must be carried out annually in accordance with the generally recognized rules of technology. The inspection includes technical safety checks as well as any lubrication of the product. The inspection is to be carried out by specialist personnel who, on account of their education, knowledge and experiences gained from practical activities, are capable of correctly executing the technical safety checks. For the execution of the inspection, technical information is available from getinge on request. To ensure availability of all functions as well as an increased service life, getinge recommends concluding a maintenance contract. Getinge offers maintenance services at different levels. Maintenance may only be performed by getinge service or service technicians that have been authorized by getinge. Maintenance must be performed every 2.5 years' in maintenance message.¿however, it seems the instruction was not fully followed in this case, based on communication with fse, the hospital had not carried out preventive maintenance in recent 4 years. According to the above investigation, there¿s no deficiency identified from production relevant to the ceiling cover falling down. The communication with fse indicated the most probable root cause is poor maintenance due to negligence of following IFU, which caused ceiling cover falling down. This is the first incident reported from the field, which is believed to be an isolated case, the trending of the reported issue will be monitored continuously.

Event description:
On aug 15th., 2023, getinge brazil received a complaint from a hospital in brazil that ceiling cover fell down and hit the table clamp with the patient in use during surgery. There were no injuries to the patient or user.

Manufacturer narrative:
(B)(6). Updated a2 and f10/h6, and information of patient is not available.

Event description:
On aug 15th., 2023, getinge brazil received a complaint from a hospital in brazil that ceiling cover fell down and hit the table clamp with the patient in use during surgery. There were no injuries to the patient or user.